Event description:
Device #2 issue: needle-to-cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. When the needle plunger was removed, a needle was not captured by the cuff. The device was removed. Two additional proglide devices were attempted with the same results. The method of how hemostasis was achieved was not reported. There were no reported patient adverse effects. Though requested, no additional information was available.

Manufacturer narrative:
(B)(4). Device #1 and #3; part #12673-03, lot #89004-6h, 90028-6h indicated are being filed under separate medwatch MFR numbers. The device was received. Investigation is not complete.